Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a upstream occlusion error. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional and visual testing performed. The customer's reported event was unable to be confirmed. It was found that the upstream occlusion seal was buckling, downstream occlusion seal was delaminating, and contamination.